Event description:
It was reported by the customer that the hinge mechanism ¿ joining parts of the base frame has been broken. Patient was not involved in this event.

Manufacturer narrative:
Initial inspection was performed at the user¿s facility by a representative of the manufacturer¿s sales and service unit subsidiary division, not a direct employee of the manufacturer. The representative confirmed that there was no injury for the patient and that the failure is the result of the central pivot section of one of the diecast hinge halves between the backrest and seat section being pulled out. This would have taken considerable force to fracture in this way and we cannot see that the diecasting would fail in this manner in normal use and feel that the bed must have been subjected to a substantial impact as typically the tensile strength of this hinge material is (B)(4). The product involved in the incident is an enterprise 5000, model 5300da22a12ba, serial number (B)(4) which was manufactured on 14-dec-2009. The product is almost 32 months old and we have not had any problems relating to this bed between date of manufacturing and date of the failure reported to us. We have also reviewed our post market surveillance and current trending for similar incidents and since the enterprise bed was first place in to the market in 2006 we have had nine other instances where the issue was found to be the result of this type failure. In those instances the diecast hinge half has broken between 21 and 48 months after installation are random in nature. Although just viewing the hinges in isolation does not give enough information on the circumstances leading up to and subsequent failure of the hinge. We concluded that the failure has been caused by a substantial impact which is categorized as misuse of the product; (B)(4). Other than the actions already taken, there are no further actions proposed at this time. We shall continue to monitor for any further incidents of this nature to determine trending. Therefore, as this appears to be an isolated incident we consider the case closed.